Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted with evaluation results should the device be returned.

Event description:
Customer reported the user plugged in the ms iii and saw smoke coming from the pump. No patient contact or event reported. No further event information was provided.